Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with suction loss during laser treatment.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. It cannot be determined if a malfunction of the system or external factors (e.g., patient/user handling) led to the initial error, therefore, a root cause for the customers reported event could not be determined. The manufacturer internal reference number is: (B)(4).